Manufacturer narrative:
This complaint of a break in the catheter is confirmed and will be reported as user related. A complete break in the catheter was observed at the venous staggered tip. There is no evidence of any mfg related damage or defect. The characteristics of the damage found at the staggered venous transition site is consistent with a tensile break. It appears the catheter has been stretched beyond its elastic limits. The complainant indicates during the placement procedure, "the user found the catheter tip breakage." This would collaborate with the findings identified with the complaint sample. This may be a user technique issue. The broken venous staggered tip was not returned for eval. A lot history review (lhr) of rewd1651 showed no other similar product complaint(s) from this lot number. See scanned page.

Event description:
It is reported that during hickman placement, the user found the catheter tip breakage.